Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause, therefore a corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the device and/or power cord caught on fire once it was plugged into the ac wall unit. When the staff member plugged the device into ac power, the positive voltage was shorted to ground due to the internal failure of the ac plug and wiring. There was a spark and flames that appeared at the plug and wall outlet. They planned on changing the ac power cord and testing the device for function. The staff member was not harmed. The pump did not catch on fire. There was no visible damage on the pump.